Event description:
It was reported that the patient went to the ER with a fast heart rate. The atrial and ventricular pace was at 160 bpm which was higher than the programmed upper rate of 130 bpm. The physician broke the fast rate by taping a magnet to the device. When the medtronic rep arrived at the ER, he noted difficulty establishing real time telemetry and once established, a reset was noted on many of the parameter fields. When asked if the patient had been exposed to emi the patient noted that there are a lot of military exercises and equipment in the area including nuclear weapons. The device was explanted and no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device revealed a data recording problem. The device was later returned for analysis, which determined the reported power on reset condition was associated to the device ram memory integrated circuit. This condition disappeared when the device was reprogrammed to nominal parameters in order to obtain the device memory report. Further analysis was done, however the condition could not be reproduced. It was reported that the patient went to the ER with a fast heart rate. The atrial and ventricular pace was at 160 bpm which was higher than the programmed upper rate of 130 bpm. The physician broke the fast rate by taping a magnet to the device. When the medtronic rep arrived at the ER, he noted difficulty establishing real time telemetry and once established, a reset was noted on many of the parameter fields. When asked if the patient had been exposed to emi the patient noted that there are a lot of military exercises and equipment in the area including nuclear weapons. The device was explanted and no further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event interrogate, difficult to.

Event description:
It was reported that the patient went to the ER with a fast heart rate. The atrial and ventricular pace was at 160 bpm which was higher than the programmed upper rate of 130 bpm. The physician broke the fast rate by taping a magnet to the device. When the medtronic rep arrived at the ER, he noted difficulty establishing real time telemetry and once established, a reset was noted on many of the parameter fields. When asked if the patient had been exposed to emi the patient noted that there are a lot of military exercises and equipment in the area including nuclear weapons. The device was explanted and no further patient complications were reported as a result of this event.